Event description:
The balloon was prepped and inserted into the sheath and blown up. The physician felt the first stop, however did not feel the second stop as the balloon was pulled through the arteriotomy. A buddy wire was utilized and the sheath was reintroduced and another closure device was used to close the groin.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1327607) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.